Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed which was due to damaged cables. The product did not meet the product specifications. A device history review (DHR) - DHR was conducted, and no issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a black screen image. The issue occurred during preparation for a therapeutic laparoscopic surgery procedure which was completed with a similar device. There were no reports of patient harm.